Manufacturer narrative:
The device was received not deployed. The pod successfully beeped during the download process. The download data from the pod showed that the pod ran for 0 pulses and was received in pod state 15. Inspection of the pod found that the reservoir was filled and the fill rod was contacting both fill sensor springs, indicating that the user attempted to activate the pod. It could not be determined if the pod was already in pod state 15 before the user attempted to activate the pod, or if the pod was successfully activated by the user, transitioned to pod state 14, then transitioned to pod state 15. The pod was reset, paired with a master pdm, delivered a 5u bolus, and deactivated with no issues. The cause of the device not deploying could not be determined. No other damages or defects were observed during the investigation

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.